Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16/aug/2018 date received by manufacturer: 15/june/2018. The manufacturer's technical service confirmed the reported high temperature event. The manufacturer's technical service person followed up with customer and found that they have replaced the blower and that did resolve the issue. The determination could be made that the device failed to meet specifications. There is a relationship of the device to the reported problem. The part was not returned for evaluation. The root cause cannot be determined until the device is returned.

Event description:
The caller reported that the unit had logged an e/c 1122 - blower temperature high. There was no patient involvement.